Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were trying to adjust settings the other day but it didn't feel like it was doing anything so they started trying to increase the stimulation but it would not let them increase, giving them the max setting screen. Patient service specialist asked if patient has had any falls or trauma and patient stated not lately but they had some in the past but not lately. Patient reported the device was moving around in their body and they could barely touch it and move it all over the place. Patient services advised patient to try to connect while on the call. Patient was seeing a message that the system is operating at maximum settings and therapy cannot be increased. Patient service specialist suggested that patient try a different program to see if that will allow them to increase. The caller saw the same message on another program. Patient services advised caller to keep trying other programs and to follow up healthcare provider to further address the issue. The caller commented during the call that the time it takes them to connect the external devices was taking longer and longer. Sometimes they hit "cancel" and tried it or powered the devices off and back on to resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare professional (hcp). The hcp reported, that the patient had a fall and landed on the right side 6 weeks ago. The patient called, the manufacturer and got a manufacturing representative in the office to help them with the device. The patient experienced urinary retention and was unable to void. The device was checked and it appeared, that there might be an issue with impudence. It was noted, that the device was initially working, but had partially malfunctioned possibly, due to their fall. They stated, that they would need to replace the battery and lead. As they had worked well, for the patient previously.